Event description:
It was reported that : "the discal lumbar cage fractured during the impaction. The broken fragment was removed." No adverse consequences and no delay were reported by the account.

Manufacturer narrative:
Lot# 79135. Method: visual inspection; device history review; complaint history review; risk assessment; results: upon manufacturing history review, no relevant issues found. Only a portion of the device was returned for evaluation. Conclusion: the root cause of this event cannot be determined conclusively.

Event description:
It was reported that: "the discal lumbar cage fractured during the impaction. The broken fragment was removed." No adverse consequences and no delay were reported by the account.